Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three unused samples and two empty blister packs were provided for evaluation. The samples were visually evaluated when compared to the product drawing no conformities were found. The reported defect of the green clip in the wrong position was not found. The samples were then placed onto the space pump without any issues. Based on the evaluation results, the reported defect of the green free flow clip incorrectly assembled was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: rn didn't want to use tubing because the green clip wasn't in the correct place. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.